Event description:
It was reported that the patient experienced a skin irritation at the infusion site. The patient consulted their diabetes doctor who prescribed ointments (names unknown) as treatment. The patient has been using insulin injections since the incident since the skin irritation could not be treated with the ointments.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.